Event description:
Technical services received a call on 7/6/12. Caller reported device change out on 7/5/12 at university medical center tucson. Physician was (B)(6) externalization of conductors at tricuspid valve. Lead diagnostics normal, no inappropriate therapy. Externalization proximal to distal coil and distal to proximal coil. Due to patient condition and advanced age, lead will remain in service. Caller did call st. Jude medical technical services to report this. Lead was implanted on (B)(6) 20 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)